Manufacturer narrative:
Patient city: (B)(6) patient country: germany. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient faced an infusion set cannula needle break event on (B)(6) 2025. The event occurred during insertion. The insertion site was abdomen. The infusion set was in use for less than one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.